Event description:
On (B)(6) 2012, the patient reported a keypad malfunction to the animas corporation. The patient alleges that beginning on (B)(6) 2012, the bolus button on the pump, when pressed once, would react as if it was pressed twice effectively canceling the requested bolus. The patient did not declare any trauma or damage to the pump prior to button failure. The patient keeps the pump in a pocket and does not clean the pump. There is no reported adverse event with this complaint. The allegation is being reported due to a keypad malfunction.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The ok keypad button had intermittent response and required excessive force to evoke a response when pressed. The up and down arrow keypad buttons were hypersensitive when tested. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons as well as misaligned contacts on the up and down arrow buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The black box download verified the pump time and date had reset to the default setting of 12:00 am (B)(4) 2007 after power on resets on (B)(4) 2012. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump cover was removed for investigation and revealed the bt1 component (internal battery) was leaking.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.